Event description:
It was reported by the patient that the remote monitor was no longer receiving power. The monitor had transmitted successfully in the past. A new power cord was sent to the patient to try. No patient complications have been reported as a result of this event. It was further reported by the patient that the monitor would not dial out during the send phase of the manual transmission.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. The monitor had transmitted successfully in the past. A new power cord was sent to the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.